Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed low battery life or low battery alert. The power management tool confirmed low battery life or low battery alert due to problem isolated on the electronic assembly. No unexpected software error detected alarm noted. However, software error detected alarm was found in the insulin pump history due to software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.